Event description:
Healthcare professional reports pt was injected to unspecified sites with 2 syringes of juvederm voluma with lidocaine as well as concomitant injections with juvederm volbella with lidocaine and juvederm ultra 4. Approximately one month later pt was injected concomitantly with juvederm volift with lidocaine and juvederm volbella with lidocaine. Pt made use of cooling pads after injection. Two weeks later pt developed "small, dainty blisters, feeling of illness. Then increase of induration of filler depots in all injected areas." It is noted that symptoms first appeared "in the area of ine wrinkles: where the pt was injected with juvederm volbella with lidocaine, then symptoms appeared in all injected areas. Pt was treated with tavanic and elidel cream and symptoms are ongoing.

Manufacturer narrative:
Further info from the reporter regarding event, prod or pt details has been requested. No add'l info is available at this time. The events of blisters, feeling of illness, and induration are are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.